Manufacturer narrative:
Medwatch with identifier (B)(6) is lot 474217, medwatch with identifier (B)(6) is lot 474898. The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported blood glucose results of 49 mg/dl using lot 474217, 148 mg/dl using lot 474898 within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips.